Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related since 5.5 inserted into impella sheath but did not advance more than halfway thru the artery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported that a patient decompensated during a kidney transplant and suffered non-st-segment elevation myocardial infarction in the post-anesthesia care unit going into cardiogenic shock. The patient was emergently placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) and taken to catheterization lab to revascularize the left anterior descending artery. The impella 5.5 implant for orthotopic heart transplantation versus left ventricular assist device was evaluated. It was reported that the right axillary approach with graft attached was successful. A 0.018 wire was placed in the left ventricle and an impella 5.5 was inserted into the impella sheath but did not advance more than halfway thru the artery. Multiple wires were used and exchanged without success. Interventional cardiologist was consulted and a balloon was used to widen the artery but was also unsuccessful. A gore dryseal 22 french was inserted through the graft into the artery but again would not advance past where the impella 5.5 had. After multiple methods and attempts, a cardiothoracic surgeon decided to abort the implant and have the patient remain on va-ECMO.